Event description:
During a follow-up performed on (B)(6) 2014, it was reportedly noticed that some of the programmed parameters were different than expected including the lead polarities which were set unipolar resulting in pocket stimulation during pacing.

Event description:
During a follow-up performed on (B)(6) 2014, it was reportedly noticed that some of the programmed parameters were different than expected including the lead polarities which were set unipolar resulting in pocket stimulation during pacing.